Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure for a large acoustic neuroma with a very challenging exposure, the nim setup was normal, stim initially set to 0.05 ma and contact signal with stim probe normal. When the surgeon reached a very thin residual where they could stim the entire surface, they received no signal and realized there was a problem with the stimulus from the probe. It was then unknown if the unit was working at all through the case. The system would not stimulate the accessory nerve either and increasing the stimulus to 0.2 ma offered no help. The resection was stopped at that time, after which it was found that the patient has partial facial weakness (hb 3-4).

Manufacturer narrative:
H6: code is updated. Previously updated fdc d16 is not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.